Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg explant procedure and the explanted ipg was discarded.